Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility, the tag on the device came off of the device and shredded when contacted by a drill. All visible debris was removed. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.